Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
The customer reported that the bivona adult tts tracheostomy tube fitting was warped and oblong and didn't fit in the ventilator during a trach change. The patient was ventilator dependent so the nurse used an old trach tube which worked for the patient. No medical treatment was used for the incident.